Event description:
The manufacturer's service representative was installing a treadmill at a customer site. The service representative reported that he felt shocked when touching the treadmill with the shroud removed. The service representative performed a voltmeter check and found that the exposed metal parts measured 207 volts. No adverse event reported.